Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained reagent lot kit, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for reagent lot 79271ud00. However, testing was performed utilizing a retained kit of lot 79271ud00 and noted that all testing passed, indicating the reagent lot is performing as expected. Device history record review did not identify any non-conformances or deviations for the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 79271ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 58-year-old male patient. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID (B)(6) initial result was 42, repeat result was 15 pmol/l. Additional lab results were provided with tsh result being 1.8 miu/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 58-year-old male patient. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID (B)(6), initial result was 42, repeat result was 15 pmol/l. Additional lab results were provided with tsh result being 1.8 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.